Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." Per tandem¿s t:slim x2 with control-iq user guide: "low insulin alert is displayed when there are 5 or less units of insulin in the pump, requesting that the cartridge be changed or pump will stop all deliveries. The alert will continue until the cartridge has been changed; otherwise the pump will stop all insulin deliveries, due to an empty cartridge." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl. Customer overestimated the amount of carbohydrates consumed and delivered too large of a bolus. Customer required assistance from parent to treat bg level via consumption of carbohydrates. Additionally, it was reported that an empty cartridge alarm occurred, and the pump battery fully depleted and the pump shut off due to customer not charging pump. Customer loaded a new cartridge to resolve the issue. The customer experienced a blood glucose (bg) level of over 400 mg/dl and diabetic ketoacidosis. Customer required assistance from parent to treat bg level via manual injection the customer was instructed to consult with healthcare provider regarding bg level.